Event description:
Boston scientific crm received information that during the explant of this recent device upgrade, it was noted that the leads were slightly stuck in the header. The physician used mineral oil to lubricate the leads, and they came out of the device header. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device header was checked per (B)(6) is-1 lead gauge pin, and passed. The device was checked with is-1 lead and fit was normal. The device setscrews moved freely with no binding. The header was disassembled and both inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the inner & outer seals. Manual testing confirmed, no output was observed, when monitored with a 500 ohm load. The device was then opened, which indicated some inside corrosion, due likely to holes in can from header damage which induced loss of hermitic seal, likely decontamination chemical caused damage to electronics inside pg.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during the explant of this recent device upgrade, it was noted that the leads were slightly stuck in the header. The physician used mineral oil to lubricate the leads, and they came out of the device header. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.